Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
This spontaneous case was reported by a regulatory authority and describes the occurrence of menorrhagia ("severe/heavy menstrual periods/ bleeding") in an adult female patient who received essure. Medical conditions: the plaintiff never experienced any of the reported conditions prior to undergoing essure procedure. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain ("chronic pelvic pain (pain when I bend / pain everyday)"), dyspareunia ("pain during intercourse"), abdominal distension ("bloating my abdomen is that of a pregnant woman"), alopecia ("excessive hair loss"), tooth disorder ("dental problems") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation was performed). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, dyspareunia, abdominal distension, alopecia, tooth disorder and abdominal pain had not resolved. Most recent follow-up information incorporated above includes: on (B)(6) 2017: legal claim received and the following was added - events excessive hair loss, dental problems and abdominal pain; events that were already in the case were also reported in legal claim. The outcome for all events was updated. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who experienced severe/heavy menstrual periods since essure (fallopian tube occlusion insert) insertion procedure. She was submitted to an ablation as event's treatment. The reported event is anticipated according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, given the positive temporal relationship between the reported bleeding and essure insertion, causality cannot be excluded. This case was regarded as incident, due to the reported endometrial ablation (required intervention) for bleeding treatment. In addition non-serious events were reported. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ptc investigation result was received on 14-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who experienced severe/heavy menstrual periods since essure (fallopian tube occlusion insert) insertion procedure. She was submitted to an ablation as event's treatment. The reported event is listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, given the positive temporal relationship between the reported bleeding and essure insertion, causality cannot be excluded. This case was regarded as incident, due to the reported endometrial ablation (required intervention) for bleeding treatment. In addition non-serious events were reported. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0687, awareness date 18-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer reported that since getting the essure device she suffer severe/heavy menstrual periods, pain when she bend, pain during intercourse. She needed to have an additional surgical procedure called an ablation to help slow down the bleeding. The bloating since getting this device is so profound that she looks like a pregnant woman. Since getting the procedure her life has been altered pain everyday and the inability to swim (one of her favorite pastimes) during her menstrual cycle (super tampons are not enough and she is forced to wear a super plus tampon and a maxi pad). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who experienced severe/heavy menstrual periods since essure (fallopian tube occlusion insert) insertion procedure. She was submitted to an ablation as event's treatment. The reported event is listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, given the positive temporal relationship between the reported bleeding and essure insertion, causality cannot be excluded. This case was regarded as incident, due to the reported endometrial ablation (required intervention) for bleeding treatment. In addition non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring. A product technical analysis is being sought.